Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "unable to take upgrade program," which was reproduced during evaluation due to a system error 105. The system error 105 occurred while running a loaded set. System error 105 was confirmed through a review of the event history log and caused by a seized motor. The failed motor assembly was replaced and the software was upgraded.

Event description:
It was reported that a spectrum pump was unable to upgrade the software. During baxter's evaluation of the pump, it was determined that a system error 105 was occuring when closing the door with a tube loaded, which was causing the software to not get upgraded. It was also reported there was no patient involvement.